Event description:
The user reported a hypoglycemic event. A review of the data management system (dms) confirmed that the user received a low glucose alert at 9:18 pm est on (B)(6) 2026. However, the alert was delayed relative to the reported time of the event. The user didn't seek any medical attention and was able to self-resolve the event by taking a unit of glucagon. The user's hcp is not aware of the event. The user was advised to contact their hcp for any medical assistance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a hypoglycemic event. A review of the data management system (dms) confirmed that the user received a low glucose alert at 9:18 pm est on 08-feb-2026. The user didn't seek any medical attention and was able to self-resolve the event by taking a unit of glucagon. The user's hcp is not aware of the event. The user was advised to contact their hcp for any medical assistance. The user reported additional inaccuracies, and on 5 mar 2026, an RMA was issued for the sensor under a separate complaint (MFR# 3009862700-2026-00521). Based on escalation review, a sensor replacement was approved due to system performance concerns, and a return material authorization was issued for further evaluation. The returned sensor underwent visual inspection, which showed no anomalies. In-house testing did not identify any device malfunction. Review of available sensor data demonstrated variability in sensor glucose values with intermittent differences between sensor glucose and blood glucose readings. Analysis of in-vivo data indicated patterns consistent with transient optical instability during system use. This condition was not reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. As part of resolution, the user was offered a sensor replacement.